Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a revision because the ins was moving in the pocket, was able to flip 180 degrees. The patient also had a return of symptoms. The revision occurred on (B)(6) 2017. No further complications were reported. [Please refer to (B)(4) for event pertaining to loss of therapy and upper limit screen reached].